Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a revision case on an unspecified date, reportedly the screw head was unable to be remobilize after the locking cap was loosen. The surgery was delayed for less than 20 minutes due to the difficulty of locating the screw shaft with the screwdriver. A counter torque was used to help remobilize but was unsuccessful. No patient impact was reported. All of the screws were able to be removed in the end. It was reported no extra medical treatment was required. The hospital cannot provide the patients information. No additional information is available. This is 1 of 1 report for complaint #(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. 510k#: device is not distributed in the united states, but is similar to device marketed in the USA. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. The manufacturing documents were reviewed and no complaint related issues were found. Placeholder.

Manufacturer narrative:
Additional evaluation was conducted. The report indicates that the implant was sent to the responsible product development engineer. We are now in receipt of the investigation result. Based on the available information we are not able reliably to determine the root cause of this event. In a very unlikely and rarely tolerances combination of all the different assembly components it might happen that the screw head jams in a certain position. Therefore additional instruments (03.636.013 & 03.636.015) were developed to remobilize or disassemble the universal reduction screw. Please take attention of the valid technique guide for universal reduction screws. Based on our findings we conclude that the cause of failure is not due to any manufacturing non-conformances. Device was used for treatment, not diagnosis.